Event description:
This skin prep complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref. Recall #3006760724-04-06-2011-001r). Patient has been in the hospital for 3 weeks with an encephalitis infection at the ostomy, which they feel may be related to the wipes.

Manufacturer narrative:
The customer did not return any product. We were unable to confirm the complaint. Control samples (from stock) of lot 1a248 manufactured by triad were analyzed by an independent test laboratory and met finished product specifications with no microbial growth. An independent medical review concluded there was no correlation between the reported symptoms and the use of skin prep wipes. Batch records for the lot indicate all specifications were met at the time of release and no inconsistencies were noted.

Manufacturer narrative:
Active investigation in progress; results of investigation to be provided in a supplement report.